Event description:
Within days of the application of liquiband dressing to a total knee arthroplasty incision on (B)(6) 2024, I experienced severe, painful, allergic skin reaction, with low grade fever, redness, vesicular rash, (as in a chemical burn) with a raised rash then extending to my legs, abdomen and back. The severity necessitated early removal of the dressing, oral and topical steroids, and extended use of pain medications. All the skin exposed to the gauze dressing and accompanying adhesive sloughed off. The uploaded photo was taken just prior to the removal of the dressing. I did not report to the manufacturer as the only avenue on the website seemed designed as a contact method for potential purchasers.